Manufacturer narrative:
The unit was received with its operating currents within specification. However, the unit alarmed low battery due to a corroded battery tube. The unit also alarmed motor error during the basic oclusion test due to a loose/protruded drive support disk. Several displayable history error alarms were found in the alarm history file due to a corrupted history file. The following physical damage was noted: stripped battery cap coin slot, cracked reservoir tube, and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the motor error alarm. The insulin pump was not exposed to an MRI or high magnetic field. The unit was able to rewind without incident. The insulin pump was returned for analysis.